Event description:
It was reported, that the distal cover was retrieved from the patient¿s mouth with a treatment tool. There was no impact to the procedure, due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the distal cover was insufficiently attached to the scope. However, the root cause could not be determined. The event can be detected/prevented, by following the instructions for use (IFU), which state: operation manual: chapter 4: (section 4.1): detection, operation manual: chapter 3: (section 3.5): prevention. This supplemental report includes a correction to a6, b5 and g2, to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal cover fell off in the mouth when using the duoenovideoscope and was immediately retrieved. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm or injury.